Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted the device case was swollen in the location of the battery. The device was interrogated and confirmed to be operating in safety mode. The device case was then removed to facilitate further detailed analysis. The battery voltage measurements 0.307 volts (v), which is too low to support device functions. Visual inspection of the battery confirmed that it too was swollen. The battery was removed, and an external power source was connected which confirmed a normal current drain of the battery. The battery analysis noted a depleted cell with no battery related to failure determined. Overall, while analysis confirmed the device was operating in safety mode, the cause of the safety mode could not be established.

Event description:
It was reported that this pacemaker was discovered to have been in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was discovered to have been in safety mode. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.